Event description:
The micro sagittal saw was returned for routine maintenance. Upon eval at the MFR by a MFR's service technician, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.